Event description:
The patient stated that, during routing testing, he observed a blood glucose value of 261 mg/dl. He reported that he felt like he had a "hangover", which was a symptom of his elevated blood glucose. He reported a normal blood glucose range of 90-120 mg/dl. At the time of the report, he had recently transitioned to a replacement infusion device that he had recently received. He stated that he believed the infusion device was delivering less insulin than expected resulting in an increase in his blood glucose. A replacement infusion device was shipped to the patient and the product was requested to be returned for evaluation. Until the replacement infusion device arrived, he planned to continue to manage his blood glucose with the infusion device he was using at the time of the report. To correct his elevated blood glucose, he stated that he delivered 2 boluses of insulin. A request for the scheduling of add'l training by a company training was submitted for this patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue.